Manufacturer narrative:
(B)(4).

Event description:
It was reported "the hcp failed to fire the properly formed skin stapler to the patient". The patients current condition is reported as "fine". To complete the procedure, another device was used.

Event description:
It was reported "the hcp failed to fire the properly formed skin stapler to the patient". The patients current condition is reported as "fine". To complete the procedure, another device was used.

Manufacturer narrative:
Qn#(B)(4). The actual device was not returned; however, the customer provided a photo for evaluation. Based on the review of the photo, the complaint was confirmed. A device history record review was performed and no relevant findings were identified. Although the complaint was confirmed, without the device to evaluate the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.